Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material may not have been removed because reprocessing could not be conducted properly by leakage due to worn of scope cover packing identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device air/water cylinder and tube. The customer's originally reported issues of insufficient angulation and bending section cover adhesive worn were confirmed; bending angle in the up direction did not meet the standard value due to wear of the angle wire, and the adhesive on the bending section cover had visible fraying. The following additional findings were also noted: loss of water tightness due to wear of the scope cover packing, insulation resistance at the distal end did not meet the standard value due to a burn on the plastic distal end cover, scratch on the objective lens, chip on the light guide lens, and universal cord buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that their loaner evis exera iii gastrointestinal videoscope device had insufficient angulation and a worn out bending section cover adhesive. Upon inspection and testing of the returned unit on 10nov2023, it was discovered that whitish foreign material was lodged in the air/water tube and the air/water cylinder of the device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.